Event description:
It was reported that, an 840 ventilator had a blank display when was turned on. The ventilator was not in use on a patient at the time the malfunction occurred. Covidien service inspected the device and verified the malfunction. The gui pcb need to be replaced, quotation has been submitted to the customer.